Event description:
It was reported that bd alaris infusion set had flow issues. The following information was received by the initial reporter with the following verbatim it was reported by customer that "while the syringe is infusing you can push the plunger down and it will bolus the medication into the patient despite the rate being set on the pump."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10010483 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Additional information from the customer: the complaint was about the design/functionality of the lvp syringe set in general. They decided not to use the set in clinical practice based on the concerns mentioned in the pir. It was not used on a patient just demonstration prior to possible purchase. Bd marketing team stated I should send this in as a complaint since the customer has a concern about the set design if used in clinical practice.